Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an acl procedure, the healicoil anchor broke while implantation. All the broken pieces were retrieved from the patient with tweezers. The procedure was completed with a non-significant surgical delay using a back-up device in the originally drilled bone hole. No further complications were reported. The current status of the patient is good.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of the device showed an insertion tool with the anchor still attached and the suture still coiled at the handle. A second anchor that is broken with it's sutures still attached to it was also returned but no insertion tool. Only the anchor and sutures were returned. Therefore, no functional test can be completed. An evaluation of the customer provided image shows a device laying on a s+n box. The sutures are still wrapped at the handle. A cover is over the insertion area making a visual of the anchor end difficult. There are also additional unattached sutures with an unidentified object, presumably an anchor, laying beside the box. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the anchor material drawing/specifications found that certifications and testing data are required for raw material. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Per case details, the broken anchor was retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include not maintaining inserter alignment throughout insertion to ensure implant integrity or use of excessive force during insertion can cause failure of the anchor. No containment or corrective actions are recommended at this time.